Event description:
On may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks. No additional information was provided.

Manufacturer narrative:
Although the difficulties encountered appear to be related to procedural circumstances, on may 11th, 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.h6: investigation conclusions code 4315 removed.

Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported deployment difficulties, mechanical jam of the thumbwheel, tears and break in the shaft were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a definitive cause for the reported deployment difficulties. It is possible that the distal shaft was bent or entrapped within the anatomy (possibly at the aortic bifurcation) preventing movement of the shaft lumens causing the thumbwheel to lock up preventing deployment. Continued force applied in the attempt to rotate the thumbwheel likely placed excessive tension on the ribbon causing the outer member to separate at the shuttle resulting in slack in the ribbon causing it to slide off the thumbwheel and spool around the center handle pin preventing deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified, non-tortuous superficial femoral artery. A non-abbott .035 guide wire was used with a 5x150mm absolute pro ll self expanding stent system (sess). The sess was advanced, but the stent completely failed to deploy as the thumbwheel had difficulty turning. Multiple tears in the retractable sheath, and an outer member separation in the handle were noted. A same sized absolute pro stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.